Manufacturer narrative:
The product will not be returned to the manufacturer for evaluation. We are unable to confirm any product malfunction. No conclusion can be reached at this time. The customer stated that a kink was noted in the cannula. There was no report of an alarm, however, the pod would have initiated an occlusion alarm if the flow of insulin was restricted/prevented by the kink and resulted in back pressure. The product user guide instructs the user to "check infusion site frequently for proper cannula placement." It also suggests that the user should check their blood glucose levels frequently, so that they can notice and react quickly and appropriately to any issues. The patient remedied the situation by removing and replacing the device per user instructions.

Event description:
Customer called to report that she had a pod on for about 1 day and when she got up in the morning, her blood glucose (bg) level was about 400 mg/dl. She gave a suggested bolus insulin dose and within a few hours her bg had only come down 20 mg/dl. The customer then removed the pod at which time she noticed a sharp bend in the cannula. The customer was able to activate and place new pod. No further issues were identified.